Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to ensure the cartridge was properly attached and loaded into the pump, successfully resuming insulin therapy.